Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. The root cause for the failure was the lead 1+ wire and gel fire wires in the ECG a and b to front therapy electrode cable were cut. The root cause for cut wires and damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing add gel messages.